Manufacturer narrative:
(B)(4). The device was evaluated by covidien field service engineer. The alleged malfunction was verified. The breath delivery unit (bdu) printed circuit board (bdu) and the air flow sensor were replaced. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and verified the reported error code. The se replaced the air flow sensor and breath delivery printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator displayed an error code associated with a loss of ventilation. There was no report of patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.